Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient came to for treatment on (B)(6) 2025 due to cervical spondylosis. On the afternoon of (B)(6), after the cervical surgery, catheterization was performed, and urethral stenosis was found. The chief physician was asked to perform urethral dilation and indwelling catheter. There was bleeding in the urethra during the operation. On the evening of (B)(6), the catheter was blocked by blood clots. The urologist replaced the three-lumen foley catheter and performed bladder irrigation. After inserting the three-lumen catheter, it was found that the side hole was blocked and could not be flushed. It was difficult to fill the bladder and perform manual bladder irrigation. After the hospital discovered the problem, it immediately replaced the three-lumen catheter for the patient, performed bladder irrigation, and manually flushed the blood clot to flush the blood clot clean.

Event description:
It was reported that the patient came to for treatment on (B)(6)2025 due to cervical spondylosis. On the afternoon of (B)(6), after the cervical surgery, catheterization was performed, and urethral stenosis was found. The chief physician was asked to perform urethral dilation and indwelling catheter. There was bleeding in the urethra during the operation. On the evening of (B)(6), the catheter was blocked by blood clots. The urologist replaced the three-lumen foley catheter and performed bladder irrigation. After inserting the three-lumen catheter, it was found that the side hole was blocked and could not be flushed. It was difficult to fill the bladder and perform manual bladder irrigation. After the hospital discovered the problem, it immediately replaced the three-lumen catheter for the patient, performed bladder irrigation, and manually flushed the blood clot to flush the blood clot clean.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause could be due to no irrigation eye or poor irrigation eye created during eye burning process. The labeling and instructions for use were reviewed and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.